Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels, and help with an infusion set change. The customer's blood glucose level at the time of hospitalization was low 40mg/dl. The customer was placed on an insulin drip. The customer was walked through the prime process. No further assistance was needed. The customer's blood glucose level at the end of call was 105mg/dl.